Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 13, 2014.

Event description:
Per the clinic, the patient experienced a (B)(6) infection. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.